Manufacturer narrative:
The returned device was evaluated and no timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin. No issues were found with the device that would affect the delivery of insulin. Cracks were seen in the top housing. It is unknown how or when these cracks occurred. No corrosion or evidence of fluid entering the device through these cracks was observed. The cracks did not affect the device during operation. The linkage assembly was observed to be not fully retracted. After opening the pod, the linkage assembly moved into the fully retracted position. Score marks were seen on the inside of the top housing, indicating that the linkage assembly was misaligned and was interfering with the top housing. The misaligned linkage assembly did not affect the device's ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 372 mg/dl while wearing the pod longer than 48 hours on the abdomen. As treatment, the patient gave a manual injection of 4 units of insulin using a pen and placed a new pod.